Event description:
Health professional reported, rupture of the left device. Discovered by ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Device visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture on one side. The device status is unknown. Affected side is unknown.